Event description:
It was reported that the implantable cardiac monitor (icm) had t-wave oversensing (twos) due to the undersensed r-waves and r-wave u ndersensing. The device is still in use. No patient complications have been reported as result of this event.